Manufacturer narrative:
D10: 1798558 02-012-42-4008 - logic pts, size 4, 8mm. 2673796 02-012-41-4040 - logic tibia traptray cem sz 4f/4t. 2858720 200-02-35 - three peg patella 35mm. 2879704 204-70-00 - tibial stem ext. Screw. 2898304 204-34-02 - fluted stem extension 25l x 14 mm. 02-012-44-4009 - logic tibia implant psc insert, sz 4, 9mm. The product associated with the reported event was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 120 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, polyethylene wear, instability, synovitis, femoral loosening and osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
It was reported that approximately 120 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, polyethylene wear, instability, synovitis, and osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available. H6: corrected health effect, component, and investigation clinical codes.